Event description:
It was reported by service report that the spindle weldment had broken and there were sharp edges exposed and the side rail could not properly latch. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.